Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed no connection between the imaging system and the mobile viewing station. The patient had just been anaesthetised, but there was no skin disruption and there was no further action surgically. The surgeon opted to cancel and reschedule the surgery.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the cable is fully functional. Testing could not confirm failure, cable did not cause event. Part has been replaced and the system was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Suspect cable received by manufacturer and is currently under analysis. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed.